Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillation (crtd) exhibited multiple inappropriate shocks. A review of the device data by technical services (ts) noted that atrial activity was conducted in the right ventricle bringing the ventricles to a high rate. The rate was progressively increasing and likely due to the patients intrinsic activity. The device was assuming that this might be atrial fibrillation (af) with underlying ventricular tachycardia (vt) causing the device to treat. Ts recommended programming options to prevent future inappropriate therapy. No adverse patient effects were reported. The device remain implanted.